Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to pump encapsulation, the patient had his inflatable penile prosthesis (ipp) revised. It was stated that the ms pump would not inflate despite hard reset. Surgeon opened capsule, moved pump more anterior, and cycled pump 3 times. It was added that the problem is now fixed and the patient is doing great with less than one week post-op. Should additional information be received, a supplemental report will be filed for the addition information.